Event description:
It was reported that a procedure was performed on (B)(6) 2022, utilizing the reform pedicle screw system. Upon placing final torque on a lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken tip was removed from the lock screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure reported.

Manufacturer narrative:
Occupation - other; distributor. Device evaluation - the driver tip is missing and the fracture plane is skewed relative to the driver's longitudinal axis. The fracture plane indicates both torsion and bending moment loading conditions contributed to the fracture. It is unclear if the fracture was initiated during prior use or if the fracture was solely due to loading during this procedure. The fracture plane was examined by eye and with the aid of a 5x loop. Review of device history records found ten (10) pieces of lot 12209ts released for distribution on 9/22/2020 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended at this time.